Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument would not clip. The customer completed the procedure with no further issue reported. No fragment fell inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.